Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation(fallopian tube (s))"), pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 664440) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, back pain and flank pain. Previously administered products included for an unreported indication: mirena in 2008 and depoprovera in 2004. Concurrent conditions included post-traumatic stress disorder, nausea, sleep disorder and adenomyosis. Concomitant products included medroxyprogesterone acetate (depoprovera). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6)-2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2016, the patient experienced ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cyst"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), back pain ("back pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral removal of fallopian tubes),oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, back pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, migraine, headache, dysmenorrhoea, dyspareunia and ovarian cyst outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on or around (B)(6) -2013 and in 2016, plaintiff was even subsequently forced to undergo one or more surgeries to remove one or more of the essure coils. Number of coils visible: 1 right and 1 left diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events dyspareunia and vaginal bleeding, pelvic pain, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter information were added. Event verbatim were updated to pelvic pain/pain. Event : perforation(fallopian tube (s)) were added. Concomitant drug, historical drug and medical history were added. Onset date of event were updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 664440) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, back pain and flank pain. Concurrent conditions included post-traumatic stress disorder, nausea, sleep disorder and adenomyosis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),") and ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cyst"). The patient was treated with surgery (on (B)(6) 2013 and in 2016, undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, back pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, migraine, headache, dysmenorrhoea, dyspareunia and ovarian cyst outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on or around (B)(6) 2013 and in 2016, plaintiff was even subsequently forced to undergo one or more surgeries to remove one or more of the essure coils. Number of coils visible: 1 right and 1 left . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion . Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events dyspareunia and vaginal bleeding, pelvic pain, quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 664440) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, back pain and flank pain. Concurrent conditions included post-traumatic stress disorder, nausea, sleep disorder and adenomyosis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),") and ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cyst"). The patient was treated with surgery (on (B)(6) 2013 and in 2016, undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, back pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, migraine, headache, dysmenorrhoea, dyspareunia and ovarian cyst outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on or around (B)(6) 2013 and in 2016, plaintiff was even subsequently forced to undergo one or more surgeries to remove one or more of the essure coils. Number of coils visible: 1 right and 1 left . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion . Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events dyspareunia and vaginal bleeding, pelvic pain, most recent follow-up information incorporated above includes: on 23-jul-2018: pfs+mr received: new events: vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, migraine, headache, dysmenorrhoea, dyspareunia, ovarian cyst, back pain, reporter, patient demographic information, concomitant diseases, product stop date added. On 24-jul-2018: medical records: lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2013 and in 2016, undergo one or more surgeries to remove one or more of the essure coils). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: on or around (B)(6) 2013 and in 2016, plaintiff was even subsequently forced to undergo one or more surgeries to remove one or more of the essure coils. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.